Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 3 mg/ml dilau did at 0.199 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump had flipped and was confirmed via x-ray. It was stated that the pump had been losing its efficacy since an unknown date. Additionally, last week, they were unable to refill the pump as they could not locate the reservoir. It was noted the patient had lost over 100 pounds and had been able to manually move the pump. The patient's low reservoir alarm was for (B)(6) 2018. The patient was meeting with a doctor next week to schedule an appointment to fix and refill the pump. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was receiving 3 mg/ml dilaudid at 0.199 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump had flipped and was confirmed via x-ray. It was stated that the pump had been losing its efficacy since an unknown date. Additionally, last week, they were unable to refill the pump as they could not locate the reservoir. It was noted the patient had lost over 100 pounds and had been able to manually move the pump. The patient's low reservoir alarm was for (B)(6) 2018. The patient was meeting with a doctor next week to schedule an appointment to fix and refill the pump. No further issues were reported or anticipated. On (B)(6) 2018 reporter (rep): additional information was received from a manufacturer representative (rep). The rep was meeting with the patient on (B)(6) 2018 to slow down the rate until she could get in with a surgeon to revise the pocket. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They flipped the pump back under fluoroscopy and adjusted the patient's dose back to the original dose of 0.199 mg/day from 2 mg/ml dilaudid at 0.0961 mg/day. No further issues were reported or anticipated.